Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were sent for review because the healthcare provider had a concern for thrombosis, which could not be confirmed. A log file review did not contain attributes which would lead technical services to suspect the presence of thrombus within the motor chamber. Lab work showed stable parameters, which would continue to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as heartmate ii lvas, serial number (B)(6), is not available for investigation; however, the report of fluctuating powers into the 7s and flows in the high 8s was confirmed through the evaluation of the submitted system controller log file. A specific cause for these events could not be conclusively determined through this evaluation, and a direct correlation with (B)(6)could not be conclusively established. It was reported that there was a concern for thrombus. The patient¿s baseline power and flow were 5.2 w and 5.0 lpm, respectively, but he was in the clinic on (B)(6) 2020 with fluctuating powers into the 7s and flows into the high 8s. The submitted log file captured fluctuations in power and estimated flow starting on (B)(6) 2020. From (B)(6) 2020 at 14:08:29 through the remainder of the log file which terminated on (B)(6) 2020 at 11:57:40, power was captured between 4.9 and 7.2 w, and estimated flow was captured between 4.9 and 9.1 lpm. Despite these findings, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. It was later reported that thrombus was not confirmed, but it was suspected. The patient¿s non-compliance may have contributed to the event. The patient¿s ldh and urinalysis were stable, and the cause of fluctuations in power and flow was not identified. The plan of care was to have frequent lab work and close monitoring of parameters. The patient remained ongoing on (B)(6) following this event with no further related issues until they expired on 24jul2020 (reported in manufacturer report number 2916596-2020-03924). The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 entitled ¿introduction¿ outlines all pump parameters, including pump power and flow. Pump flow is estimated based on pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.